Event description:
After a couple weeks of implantation, this pacemaker was explanted due to a ventricular setscrew issue. It was reported that the ventricular lead connection was not secure even after passing a successful tug test. In addition, the circuit on the ventricular lead was open and the impedance was >3000 ohms. A new reply dr was implanted.

Manufacturer narrative:
(B)(4), 2012,the analysis on this device is pending.(B)(4).

Event description:
After a couple weeks of implantation, this pacemaker was explanted due to a ventricular setscrew issue. It was reported that the ventricular lead connection was not secure even after passing a successful tug test. In addition, the circuit on the ventricular lead was open and the impedance was >3000 ohms. A new reply dr was implanted.

Manufacturer narrative:
(B)(4), 2012.the analysis on this device is pending.